Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 20-may-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care dental floss, for general oral hygiene (route: dental lot number 2973d, frequency and expiration date unspecified). After an unspecified duration while pulling the floss, the plastic piece that held the metal cutter along with the cutter (dispenser) popped out entirely. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states. Additional information was received 09-may-2014: a review of the data revealed no unfavorable trends and no trend involving lot number 2973d. A device history record review for final packaging, packing, and cutter-insert assembly was performed and no non-conformances related to the lot number or products were found. The review of the manufacturing related issues, retain sample evaluation, and trend analysis did not indicate that the product failed to meet specification. The complaint was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains a reportable malfunction in the united states.

Event description:
This spontaneous report was received on (B)(4) 2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care dental floss, for general oral hygiene (route: dental lot number 2973d, frequency and expiration date unspecified). After an unspecified duration while pulling the floss, the plastic piece that held the metal cutter along with the cutter (dispenser) popped out entirely. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states.